Manufacturer narrative:
(B) (4). Evaluation summary - quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen, on the distal shaft and on the hub. There was fluid visible in the balloon and inflation lumen. The stent implant was dislodged and returned in an orange protective sheath. There was no damage noted to the stent implant. The balloon was loosely folded. There were crimp marks on the balloon and between the markers. There were kinks in the proximal shaft, 2 cm proximal to the guide wire exit notch and 24.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant proximal and middle outer diameter measurements did not meet manufacturing criteria. The stent implant distal outer diameter measurements met manufacturing criteria. Pin gauges were used to measure the inner diameter of the returned protective sheath and these met manufacturing criteria. Product performance engineering reviewed the incident information and the analysis of the returned sds. Factors that can affect stent dislodgement outside the body include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation. The precautions during use section of the product's IFU states: "special care must be taken not to handle or in any way disrupts the stent on the balloon. This is most important during stent system removal from packaging, placement over the guide wire, and advancement through the rotating hemostatic valve adapter and guiding catheter hub." Analysis confirmed that the stent implant was dislodged and returned inside the orange protective sheath. Reportedly, the case description noted that excessive force may have been applied during removal of the protective sheath, which may have contributed to the dislodged stent. If significant pressure is advertently applied during removal of the protective sheath, the stent can become disrupted on the balloon, which may facilitate stent dislodgement. In this case, there were crimp marks evident on the balloon and between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. Furthermore, the inner diameter dimension of the protective sheath was within manufacturing criteria. Measurement of the outer diameter of the stent also noted that the distal end met manufacturing criteria, whereas the middle portion and the proximal end were both slightly oversized and above the accepted manufacturing specification. This most likely occurred at the time of stent dislodgement as it is expected that the stent would expand during travel over the balloon. There were two kinks in the proximal shaft. Since this damage was not observed during product inspection prior to use, it is possible that the kinks occurred as a result handling during packaging for shipment back to abbott vascular for analysis. Although no definitive cause for the kinks can be determined, they do not appear to be related to or have contributed to the reported stent dislodgement. A review of the finished device lhr did not reveal any nonconforming material records associated with this lot and all on-line inspections and testing met manufacturing criteria. In this instance, based on the information received with this complaint and the returned product analysis, the reported stent dislodgement appears to be related to operational context of the product and not a product quality deficiency. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement, and a sampling of units is destructively tested for stent movement to verify stent security. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that this was an ami case. During preparation, while attempting to remove the protective sheath, the stent loosened and dislodged. It was noted by the physician that too much force may have been applied while removing the protective sheath. There was no patient involvement. The procedure was completed with a new vision. No additional event or patient information is available.